Event description:
Information received related to a trial conducted outside of the us reporting that an angiography procedure was performed (date unknown), because of restenosis on the target lesion. The procedure was completed successfully.